Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level in the 600s (mg/dl) range, which was address with manual insulin injections. During system check with tandem technical support, there were air gaps observed in the tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.